Event description:
The customer reported that during maintenance a leak was observed at the scope¿s bending section rubber. There was no patient involvement. The scope was returned to olympus (B)(4) for evaluation and a gap was noted in the scope¿s adhesive. This report will be submitted to address the gap found in the adhesive during evaluation.

Manufacturer narrative:
The event date is (B)(6) 2021 when the gap in the adhesive was noted. Further inspection of the returned scope confirmed the customer¿s complaint as liquid was observed leaking at the bending section rubber due to a perforation. The angulation in the up direction was found out of specification due to a worn angle-wire. The forceps angulation was out of specification due to cutting part of the k-wire. A crease and scratch were noted on the scope¿s insertion tube. The cause of the physical damage to the scope cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 4 years since the subject device was manufactured. Based on the results of the investigation, the cause of the gap found in the adhesive was likely due to physical stress, chemical stress and/or storage environment. The gap in the adhesive caused the inside of the light guide lens to be stained. The specific root cause could not be determined at this time. The following information is stated in the instructions for use regarding handling the device which may have detected the event: "inspection of the endoscope: inspect the objective lens and light guide lens at the distal end of the endoscope¿s insertion tube for scratching, cracks, stains, gaps around the lens or other irregularities." The following information is stated in the instructions for use regarding handling the device which may have prevented the event: "important information. Please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Precautions: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. Storage and disposal: the storage cabinet must be clean, dry, well ventilated, and maintained at ambient temperature. Do not store the endoscope in direct sunlight, at high temperature, in high humidity, or exposed to x-rays and/or ultraviolet-rays. Doing so could damage the endoscope or pose an infection control risk." Olympus will continue to monitor field performance for this device.